Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Unique device identification (UDI) is unavailable. The lot number is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the clamp tip was deformed. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided. The spine clamp was returned to the manufacturer for evaluation. Testing found that the face was bent to one side. The pivot pin was also found to be pushed through, leading to difficulties in movement of the clamp face. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.